Manufacturer narrative:
(B)(6). Philip's service engineer (se) inspected the device. The se found the display had lines through it. The se replaced the video graphics array (vga) board and secured all connections. The ventilator passed all performance test and was returned to use.

Event description:
It was reported that the ventilator display was inoperable. There was no patient harm reported. The event date was not specified; estimate used.